Manufacturer narrative:
E. (B)(6).

Event description:
It was reported by the fse that during routine check, the cs300 intra-aortic balloon pump (iabp) had maintenance required # 5 error coming. There was no patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue of maintenance required # 5 (helium pressure transducer out of calibration). The fault logs not available. The fse cleaned drive transducer and helium cylinder tank calibration done and checked all functions machine working 2 hours no any error coming. Machine working properly.